Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fj934t - abc self-locking cervical screw 4.0x18mm. According to the complaint description, during an unspecified orthopedic surgery, metal debris were found around the plate after placement. Screws had also been installed; all implants remained and the debris was removed. The procedure was completed successfully. An additional medical intervention was required. The adverse event is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) - fj933t (9610612-2022-00112), (B)(4) - fj934t (9610612-2022-00114).

Event description:
Associated medwatch reports: 400551686 - fj933t (9610612-2022-00112), 400551687 - fj934t (9610612-2022-00113), 400551688 - fj934t (9610612-2022-00114).

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the both provided shavings. The color of the shavings is blue, so that we confirm, that the material is most probably shaved off from a abc- screw. Unfortunately, it is not possible for us to assign the shavings to a specially type of screw. Batch history review: the device quality and manufacturing history records have been checked for all the leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Review of the complaint history revealed that there are no similar complaints filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 5(10) x probability of occurrence 6(10) according to din en iso 14971 is still acceptable. Explanation and rationale: without further knowledge about the circumstances we assume, that the surgeon drilled the screw holes not centered to the plate hole/inserted the screws non-centered to plate hole, so that a part of the screw thread sheared off at the edge of plate. Conclusion and measures / preventive measures: based upon the investigation results, a clear conclusion cannot be determined. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.